Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33 lot# serial# (B)(4) implanted: explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: va1rcf6, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated their ins was currently off because they periodically get shocked. Patient said this started at the end of 2019 or the beginning of 2020. Patient at one point said the device malfunctioned at the end of 2019. Patient said the shocking can be so painful the patient tears up and balls up. Patient at one point said the device malfunctioned at the end of 2019. Patient said the shocking can be so painful the patient tears up and balls up. Patient went to the ER and was given IV pain meds. Patient said about the 3 weeks ago the device shocked the living day lights out of them. Patient said they have had a MRI of their spine. The MRI was after the shocking started. Patientsaid an MRI tech the MRI of the spine showed the lead had moved, which is they are getting shocked. Patient mentioned seeing the warning sign on the programmer.  P atient said the implant procedure was pretty bad and it took them awhile to get up and move. Patient said they called in because they wanted to know if it was acceptable to turn stim off. Patient services reviewed that when device was causing pain or discomfort it is appropriate to turn stim off. The patient was redirected to their healthcare provider to further address the issue. No further c omplications were reported at this time.